Event description:
It was reported to philips that the system failed to start up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned. It was reported to philips that the system stuck at 00 countdown page for 5 to 6 minutes, the system took longer time to boot up. Rse requested onsite support and instructed the fse that the hard disk was replaced, and software was reinstalled previously for a similar event, but it did not resolve the issue. Upon troubleshooting philips field service engineer (fse) went onsite and found host pc did not boot up. To resolve the issue, fse replaced host pc. The defective parts were returned for analysis, for host pc, malfunction was not observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.